Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low shocking lead impedance less than 20 ohms. Electromagnetic interference (emi) was suspected, however, the patient denied exposure to any source of emi. Boston scientific technical services (ts) recommended bringing the patient to the office for evaluation. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.